Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient was administered an antibiotic (unknown type and date administered) for a skin issue after having fallen over and hit her head.